Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he does not think his insulin pump is alerting him that nothing is delivering insulin. Customer will be receiving a replacement infusion set. Customer denied troubleshooting for high blood glucose reading of 412 mg/dl.